Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9784490. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an angioplasty procedure on (B)(6) 2026, the 4.5mm x 37mm enterprise® vascular reconstruction device (enc453712 / 9784490) was impeded in the distal end of the associated 150cm x 5cm prowler select plus microcatheter (606s255x / lot# unknown) and could not pass through. The physician retracted the stent; increased force was used to remove the delivery wire, but the stent component was still attached to the delivery wire. The physician then removed the microcatheter from the patient and replaced the stent with another 4.5mm x 37mm enterprise® vascular reconstruction device (enc453712) and replaced the microcatheter to complete the procedure, which was reportedly prolonged by about 20 minutes. There was no report of any negative impact on the patient. On 16-apr-2026, it was reported that no additional information can be obtained.